Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Ripped 3 of my teeth [tooth injury]; infected canine [tooth infection]; swelling - mouth [mouth swelling]; pain - teeth [toothache]; brush snapped off and ripped 3 of my teeth - oral-b rechargeable toothbrush [injury associated with device]; broken, brush snapped off - oral-b rechargeable toothbrush [device breakage]. Case description: a female consumer of unspecified age reported via e-mail on (B)(6) 2016 that her oral-b rechargeable toothbrush, version unknown had broken. She elaborated that she was brushing her teeth when the oral-b brushhead, version unknown snapped off and ripped 3 of her teeth. She explained that this had caused her so much pain, and she believed that she had an infected canine and severe swelling. She asserted that she was very scared of the dentist, but was currently awaiting a follow-up and would be going to hospital on (B)(6) 2016. The case outcome was not recovered/not resolved. No further information was provided.